Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. A grasp was achieved with the second clip of the procedure and the deployment sequence was started. The clip did not open during the first establish final arm angle (efaa) of the procedure. After lock line removal, the clip arms opened from 10 degrees to 20-25 degrees during efaa. The arm positioner was in neutral. No troubleshooting was performed. The clip was implanted at a 20-25 degree clip arm angle and the mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay.